Event description:
Boston scientific received information that interrogation of this device displayed a high out of range impedance measurement. The physician was informed. It is unknown whether the right ventricular lead is a boston scientific product. This is the information known at this time. No adverse patient effects were reported.

Manufacturer narrative:
When additional information is available, this event will be updated.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
During a further follow up visit, noise was observed. The noise could be reproduced by pectoral muscle movement. The noise episodes were indicated as non-sustained ventricular tachycardia. The patient is hospitalized and a decision regarding device or lead replacement will be made in the near future.

Event description:
No further information has been obtained regarding this device. According to available information, this device and lead remain implanted and in service.

Event description:
Additional information was received. The patient with this device presented for a follow up visit. Interrogation revealed normal impedance measurements. No intervention was performed. This device and boston scientific right ventricular lead remain implanted and in service. No adverse patient effects were reported.